Event description:
It was reported that the patient presented in clinic for follow up due to syncope. Interrogation of the implantable cardioverter defibrillator (ICD) showed the device failed to convert a ventricular fibrillation. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: update to h6 coding.